Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon could not pull out the device's inner cannula, they also noticed that the outer lumen was improper. The patient had to be recannulated due to the issue.

Manufacturer narrative:
One sample of tracheostomy tube was received for evaluation. Along with the outer cannula a size 6ic75 was received. Functional test was performed according to process instruction. It was observed the inner cannula could be inserted and extracted from the outer cannula without restrictions. A dimensional test was performed on inner cannula, outer diameter of the cannula was measured 7.43 m, and this reading is within specification. No failure mode was observed in the received sample since met with the product specifications and no corrective actions are required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.